Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has not been provided. A device history lot review can not be performed. D4: UDI is not available due to no lot number or list number provided.

Event description:
The event occurred on an unspecified date and involved a plumset without filter 0.2 microns where it was reported there was a medication leak. There was unknown patient involvement and unknown adverse event/human harm.